Event description:
It was reported the the fluid warming device had a cracked reservoir and will not hold solution. No patient injury or adverse effects were reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a faulty pump, cracked tank reservoirs, and corroded drain fitting. The customer stated problem was duplicated. Replaced tank cover, pump, and drain fitting. The cause of the reported problem was traced to the customer damage of the device (impact damage). A DHR (device history review) was not performed because the device is beyond a year from manufacturing date and there was no indication of manufacturing defect during the investigation. Service history review identified this device has not been in for service previously., corrected data: d5: correction: operator of the device: unknown. E4: correction: customer reported to FDA: no information.